Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported upstream occlusion messages which were not reproduced but were confirmed through review of the history log. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The upstream sensor was replaced.